Event description:
Dexcom g6 signal loss "attempting to reconnect. Wait up to 30 minutes." This occurred at 7:17 am, currently 9:11 am same error, no data displayed since 7:17 am. Last reading 122 mg/dl. Drop down for dexcom still read 122 mg/dl at 9:11 am, and it wasn't until I opened the app that I saw the signal loss which occurred at 7 am. All data came back from 7 am to 9:14 am with a reading of 140 mg/dl. Just thought my blood sugar was 120 mg/dl for over 2 hours because of dexcom malfunctioning.